Manufacturer narrative:
It was reported that on (B)(6) 2017 the customer was sitting on the rollator and the device collapsed causing the customer to fall. Per the customer's report there was no confirmed injury that occurred related to this incident. The customer reported that the paramedics were called and she was transported to the emergency room for evaluation. A CT scan and x-rays were performed with no confirmed injuries or fractures reported. On 6/28/2017 we received a medwatch report filed by the customer's attorney. The medwatch stated that the customer's attorney reported a fractured elbow requiring follow up treatment at the emergency department. Upon receiving the medwatch additional follow up was performed and the customer's attorney stated that the customer reportedly experienced a fractured humerus after falling from the rollator. No other patient information was provided. The sample was not returned for evaluation however, due to the reported incident this medwatch is being filed.

Event description:
Customer reported that after sitting on the rollator the seat broke and the customer fell to the ground.